Event description:
Taxus express2 another country's clinical study. It was reported that 251 days after a coronary artery stenting procedure, the patient experienced in-stent restenosis. The lesion being treated was a 3.50mm, 90% stenosed, 12.0mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with pre-dilatation with a 3.50x20mm balloon at maximum 8atm. The physician then placed a 3.50x16mm taxus express2 study stent in the target lesion at maximum 18atm. Post-dilatation was not performed. Post-ivus was performed. The stent was successfully positioned and expanded. Post-procedural visual evaluation: 0% diameter stenosis. The patient was discharged 2 days later. Two hundred fifty one days after the index procedure, follow-up coronary angiogram was performed and 90% stenosis was confirmed in the implanted taxus stent. Eighteen days later, pci was performed. A non bsc stent was implanted in the lesion. The patient was discharged 2 days later with the patient outcome stated as "improved".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.